Event description:
It was reported that this right ventricular (rv) lead was explanted due to high impedance out of range. Upon revision the issue was found to be related to a suspected inner conductor fracture. The patient underwent surgical intervention to remove and replace the device. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis.